Event description:
It was reported that this implantable pacemaker device's longevity dropped in 6 years from 9.5 years in a span of 6 months. This device remains in service. No adverse patient effects were reported.